Event description:
It was reported from luxembourg by the perfusionist that a patient was transport from home to the hospital because of dizziness and headache. The patient was intubated and a computed tomography-scan was done which showed spontaneous hemorrhagic cerebrovascular accident (hcva). Anticoagulation medication was stopped. It was reported that the physicians would try to awaken the patient for further evaluation. It was last reported the patient remains in the hospital as of (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of this system include but are not limited to the risk of stroke. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Device remains implanted.